Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device will not power under battery. There was no patient involvement as this occurred during servicing.